Event description:
The explanted lead and generator have been returned. Analysis of the generator found that it performed to specifications and no anomalies were found. The lead is still undergoing analysis.

Event description:
Analysis of the lead has been completed. Only the negative electrode was not returned. A break in the negative coil was observed at 35.1cm from the connector boot. Pitting was observed at the site of the break. An abraded opening in the inner and outer tubing was observed at the location of the lead fracture. Dried body fluids were observed inside the inner and outer tubing.

Event description:
It was reported via implant card received that the patient's vns lead and generator had been replaced due to a lead discontinuity. A manufacturer representative present at the surgery indicated that the patient had been referred for surgery due to worsening seizures the month prior to replacement that were believed to be related to the vns. During surgery, the high impedance was found. No medication changes had been made prior to the increase. The physician had been unable to perform diagnostics prior to the surgery due to handheld computer issues as noted in manufacturer report # 1644487-2012-00923. Increased seizures had unknown relationship to pre-vns baseline seizure frequency. No x-rays were taken prior to surgery. The helices appeared to not be on the vagus nerve per the surgeon. Attempts for the return of the explanted lead and generator have been unsuccessful to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Manufacturer narrative:
Device failure occurred. Type of report, corrected data: initial report inadvertently did not indicate "30-day."